Event description:
Customer reported having air bubbles when attempting to fill reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.